Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reported, the pump supplies were changed to address the issue. Additionally, it was reported that air bubbles were observed in the cartridge pigtail and that the pigtail was "matte" in color on multiple cartridges. Reportedly, customer primed the air bubbles and continued to use the existing cartridges for insulin therapy. Customer's blood glucose level was approximately 400 mg/dl.